Manufacturer narrative:
Review of radiographic images show 3 views. It appears that an interbody fusion has been performed, but an interbody implant is not specifically seen. Scattered coalescing calcification is seen throughout the disk space. The one transverse image appears to reflect calcification on one side of the thecal sac between the head of a pedicle screw on that side and the disk space. No definite compression is seen of the neural elements.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent a tlif using rhbmp-2/acs. An unknown time post-op, the patient experienced central canal stenosis. The surgeon found bone growth along the path of the tlif cage. One year post-op, the patient underwent a revision surgery to resect the new bone growth. The patient was pain free after new bone resection.